Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. During an unrelated procedure, the left ventricular lead was explanted. The patient was fine throughout the procedure.